Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements at 5 millivolts at one millisecond. This rv lead was explanted and replaced with the same model no additional adverse patient effects were reported.